Event description:
It was reported that the patient, who was on a pedimag, had suction events on the evening on (B)(6) 2023. No alarms were triggered. Log files were submitted for review and captured a low flow event showing a drop to 0 liters per minute (lpm), associated with a loss of flow signal. The event was muted or cleared within 5 seconds. The flow dropped to approximately 1.0 lpm (lowest value recorded was 0.9 lpm.) This did not result in an alarm because the alarm threshold was set to 0.5 lpm at the time. There was another low flow showing 0 lpm, again associated with a loss of flow signal. This alarm was also muted/cleared. Again, there was another low flow showing 0 lpm, again associated with a loss of flow signal, which was also muted/cleared. Related manufacturer reference number: (B)(4).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d1: brand name corrected. Section d2b: product code corrected. Section d4: model and catalog number, UDI number corrected. Manufacturer¿s investigation conclusion: a direct correlation between the device and the reported suction events could not be through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The pedimag blood pump was not returned for evaluation. The lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. The pedimag blood pump instructions for use (IFU) is currently available. This IFU provides the following warnings and cautions: IFU warning #10: frequent patient and device monitoring is recommended. IFU warning #17: monitor the patient¿s hemodynamics and the console flow display to ensure adequate blood volume for the inlet cannula position, pump rpm, and desired flow. Increase the pump rpm in small increments to minimize the risk of exceeding the available blood volume and causing inlet cannula obstruction, suction, outgassing, and/or cavitation. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. No further information was provided. The manufacturer is closing the file on this event.